Manufacturer narrative:
(B)(4).the device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.

Event description:
Boston scientific reported that this rv lead had high thresholds. It appeared that this rv lead was in the cs and not in the rv. This lead was explanted and replaced.